Event description:
Event: unresolved type I endoleak. Case details: it was reported that a type I endoleak at the superior attachment system was not resolved with repeated balloon inflations. The patient will be monitored by the physician. The ipsilateral limb was pushed up in the common iliac, requiring placement of a wall graft to extend the limb down and create seal.